Event description:
A homecare facility administrator called on behalf of the patient in 2002 regarding the patient's meter giving a not enough blood message and the patient going into a seizure after that. The medical affairs specialist called the administrator the next day and he provided additional information. He stated he tried testing the patient's blood glucose on the pt's meter prior to giving them their set amount of 20 units of 70/30 insulin (pt also get 20 units in the evening). He kept getting the not enough blood message 5 times. The administrator stated that there was enough blood on the strip. He decided to run a control solution test on the meter and it passed. He got frustrated with the meter and decided to test the patient on another one touch meter at the facility. The patient's blood glucose result read "30 danger, call doctor". The administrator went to call the patient's doctor, but in the meantime, the patient went into a seizure. They "just tried to calm the pt down". After the seizure, they gave the pt something to eat. When their doctor arrived, he told them to just give the pt 16 units from now on in the morning and 12 units (instead of 20 units) in the evening. The meter was upgraded to the one touch basic enhanced. This case is reported since the meter failed to perform just before the incident and the patient could have been treated accordingly if the meter had given a result. Although the administrator stated that the size of the blood sample was good and the meter still kept giving the not enough blood message, the control solution test had passed on the meter.